Event description:
Boston scientific crm received info that this right atrial (ra) lead had insulation damage that occurred during the implant procedure. The physician repaired the insulation damage with medical adhesive. One day post-implant, the ra lead dislodged. As a result, the ra lead was explanted and a new ra lead was successfully implanted. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.